Manufacturer narrative:
Initial 1of 2name: tandemcountry: united states of americaaddress ¿ line 1: (B)(6).address ¿ line 2: (B)(6).city: san diegostate, province or territory: (B)(6).post office or zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380

Event description:
It was reported that infusion set came off while sleeping. The event occurred on (B)(6) 2026.